Event description:
It was reported that on an unreported date, the patient underwent an unspecified surgical procedure for an unreported indication. On (B)(6) 2013 the patient experienced peritonitis reported to have been related to the surgical procedure. The patient was not hospitalized for peritonitis. On an unreported date, the patient was treated with injection magnex (1.5gm, once daily [od] and route not reported) and injection vancomycin (1gm, every 5th day and route not reported) for peritonitis. At the time of this report the patient was recovering.

Manufacturer narrative:
(B)(4). Further information was reported on the event. It was clarified that the surgery was not peritoneal dialysis catheter related. The patient was treated with meropenem (1 gm, intraperitoneally, once a day). The previously reported treatment with vancomycin was now reported to have been delivered intraperitoneally. The patient has recovered from the peritonitis event. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.